Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. As received, the cable connecting ecgs "a" and "b" to the front te was severed. The electrode belt was unable to run incoming functionality testing. The cause for the failure was isolated to the severed cable. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable.